Event description:
Patient is a complete parapalegic admitted for wound care. Patient was being transferred from shower stretcher to kci kinair med surg bed outfitted with a zimmer single traction overbed frame. Patient's rn was assisting by lifting the patient's feet/legs. Patient, with excellent upper body strength, was lifting himself by using the trapeze bar. The "fixed" clamp on the offset double clamp bar- attached to the horizontal bar located at the head end of the bed broke resulting in patient falling approximately 1 foot back down onto the stretcher. Caused pain in shoulder.